Manufacturer narrative:
Age at time of event: 'over 80'. (B)(4). Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, removal difficulty occurred. The 90% stenosed lesion being treated was located in the severely tortuous and calcified mid to distal right coronary artery (rca). Difficulty was experienced when placing the non-bsc guide wire. The lesion was predilated with a 1.5x15mm apex flex balloon and 2.0x20mm non-bsc balloon. The physician attempted to place the 2.75x38mm taxus liberte stent, but was unable to cross the lesion. An unknown micro-catheter was used and the physician attempted to deliver the device again and no cross occurred. When the physician attempted to remove the device, it was noted that the stent seemed to be expanded and became stuck on the guide catheter. A snare catheter was used to capture the stent. An attempt to remove the stent was unsuccessful. The physician then attempted to remove all the system including sheath, but failed. The patient was transferred to another hospital for surgery to remove the device. No further patient complications were reported and the patient's status is good.